Event description:
During the lap bowel resection rectopexy procedure, the first instrument failed to deliver a complete row of staples, the second instrument was used and the same event occurred. No pt consequence.